Event description:
It is reported that a helical blade coupling screw broke during surgery. A surgeon was performing a trochanteric fixation nail (tfn) surgery and while malleting the helical blade in place, the coupling screw broke between the shaft and the cap. It was reported that the blade was inserted without difficulty but there was a short delay of 4 to 5 minutes in surgery when the surgeon removed the screw from the blade. The surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the product is entering the complaint system. Placeholder.